Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 12 of the same event it was reported from (B)(6) that while preparing for an unspecified spine surgical procedure (before surgery), when the surgeon opened the sterile case, it was observed that a colorless and transparent liquid was coming from the hoses and attachments of the air pen drive kit. It was reported that the air pen drive device kit consisted of two drill attachment devices, a k-wire attachment device, a sagittal saw attachment device, two burr attachment devices, an air pen drive device, a hand switch device, two double air hose devices, an angular coupling device and a protective cap device. The reporter indicated that the surgeon and nurses decided not to use the kit for the surgery. According to the reporter, the liquid looked like an oily substance. There were no delays to the scheduled surgical procedure. It was not reported if spare devices were available or use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.